Manufacturer narrative:
G4: 21eb2020 b4: (B)(6)2020. A blower motor controller (bmc) was returned for analysis. An investigation was performed and the customer returned blower motor controller (bmc) was tested with no functional failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The service technician confirmed the reported issue. The service technician replaced the printed circuit board assembly (pcba) blower motor, liquid crystal display (lcd), and the pcba backlight inverter to resolve the issue.

Event description:
The customer reported ventilator is automatically turning off. There was no patient or user harm reported.